Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. Device is not distributed in the united sates, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: with the returned device, the described complaint state could not be replicated. Functional testing with equivalent instrumentation was successful and did not show any deviation from the intended use. First, the aiming arm was mounted onto the insertion handle. Then the returned anterior fixation nail was mounted to the insertion handle, and the protection sleeve together with the drill sleeve was inserted into the aiming arm according the steps in the user guide. Then a 2.8mm guide wire was inserted through the drill sleeve and through the hole of the nail. The same was done with the 6.5/4.5mm reamer (without drill sleeve). Both, the guide wire and the reamer could be inserted into the whole of the nail. It was not possible to fail the hole with the guide wire and it was not possible that the guide wires collided with the nail. Although it was possible to touch with the reamer the inside of the holes, but this is possible with the demonstration material as well. All these findings are valid for both positions. But still with these facts, the complaint could not be replicated. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4). Reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation of the proximal femur, when attempting to drill the 2.8mm guide wires through their respective reconstruction holes in the antegrade femoral nail the wires consistently collided with the nail. Once the wires did go through the holes and the 5.0/6.5 reamer was used, this too collided with the nail. This occurred so often that the reamer damaged the nail. The initial nail was removed (420mm x 13mm), and a replacement nail reinserted. The second nail (400mm x 13mm) also had issues with the wire going through the holes correctly. The trocar assemblies were stiff and difficult to handle prior to the operation. Correct placement of the 6.5mm proximal hip screws was achieved and procedure was successfully completed, no patient harm was reported and a 90 minute surgical delay was reported. This is report 5 of 7 for complaint (B)(4).